Event description:
The ventilator stopped working during use on pt. All indicators and led also went out. It is unknown whether it gave audible alarm. Although the hosp staff claimed that they did not hear any alarm before the ventilator shut down. The staff noticed that it was shut down, because the humidifier used with the ventilator gave low temperature alarm. There was no adverse effect (death/severe injury) involved in the incident.

Manufacturer narrative:
The ventilator was rec'd by the distributor on 4/27/06. Failure investigation is currently ongoing, a failure analysis report and action taken in resolving this issue will be submitted to medwatch program. Please note that there was no death or no severe injury involved in the incident.